Manufacturer narrative:
Event summary: the patient data files showed at least seven applications were performed with catheter 2af284 / 62740-54 without any issue on the date of the event. The patient had stenosis symptom one year post cryoablation procedure. This is a clinical issue encountered during the procedure. The catheter was not returned for investigation. In conclusion, a clinical issue (stenosis) encountered one year post procedure. No indication of product malfunction. The catheter was not returned for investigation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the symptom developed one year post-op was shortness of breath.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a slight leak was observed. The case was completed with cryo. One year later post procedure, the patient developed symptoms. Stenosis of the left superior pulmonary vein (lspv) and right superior pulmonary vein (rspv) was confirmed. A surgical intervention was scheduled for a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional incoming information indicated that a percutaneous transluminal angioplasty took place on a later date and a stent was pl aced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.